Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, and donor history. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction when performing panel ID using 0.8% resolve panel b lot # vrb244 cell 15 exp 5/22/18, and sample previously ID with anti-jka antibody. According to customer, site was performing validation testing on vision analyzer (see (B)(4)) with sample in question that was previously ID with anti -jka back in (B)(6) 2018.( no details on method used to ID the sample back in (B)(6)) using 0.8% resolve panel b, lot # vrb244-, cell #15 showed "?" On vision analyzer. Cell #15 according to antigram is homozygous for jka antigen, but on analyzer only saw "?" (This event) customer then repeated testing using manual gel method (this event) and the same lot # of panel cells and claimed got negative reaction with cell #15 customer further added that all remaining jka positive cells ( homo vs hetero) showed 1 to 2+ reactions except #15. Customer is very concerned with the lack of reactivity noted with the homozygous cell #15 and felt if site did not have history, might have missed the antibody. Testing performed in anti-igg gel cards daily qc on vision was performed and acceptable. Issue started on: (B)(6) 2018 ; frequency: 1 sample . Cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: as per IFU tsc requested that customer test donor # 15 for jka antigen , but claimed site is unable to perform antigen testing. Customer is requesting if similar issue had been reported by other customers for cell 15 to ortho. Information provided. Customer is satisfied with documentaion of their concern. However, wants an update on investigation status of donor in question.